Event description:
A peritoneal dialysis (pd) patient reported they had peritonitis during a call to customer support for an unrelated issue. There were no allegations made against any fresenius products during initial reporting. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was experiencing symptoms of cloudy pd effluent and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 for a scheduled visit and a culture was taken due to patient symptoms. It was reported that the patient is suspected have a hypersensitivity or inflammatory reaction to pd therapy characterized by two events of sterile peritonitis with elevated eosinophil count. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes. Due to the suspected biocompatibility issue, the patient is expected to be transitioned to hemodialysis modality as the patient is not likely a good candidate for pd therapy.